Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 260 mg/dl and it was addressed with a bolus. During troubleshooting with tandem's technical support, it was noted that there was an air gap in the cartridge. The customer primed the air gap out. In addition, it was reported that the pump time was incorrect by 30 minutes. The customer was unsure why the time was off. The customer was able to adjust the time.